Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B) (6) 2010 alleging that the one touch ultramini meter had a cracked display. The patient reported that the issue first occurred at the end of (B) (6). The patient developed symptom of weakness immediately after she noticed the display was cracked. The customer had a doctor's visit at the end of (B) (6) and tested 386 mg/dl on the physician's meter. She was administered insulin treatment (type and dose unk). The patient reported that she was taking metformin and glyburide and recently tested 230 mg/dl (meter unk). According to the troubleshooting performed with customer service, there was no misuse of the product. Replacement products were sent. This complaint is being reported because the patient required insulin treatment from her physician for elevated blood glucose following the onset of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.